Event description:
Complainant alleged that the medics were responding to a call for a pt (age and gender unknown) who was in a cardiac arrest condition. The medics determined that the pt required defibrillation. Stat pads multi-function electrodes (part number 8900-4000, lot number and expiration date unknown) were applied to the pt, and the pt was defibrillated once at 200 joules. The medic reported that upon the administration of the energy, they heard a "pop" from the pad and observed a "little black burn in the middle of the pad". There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction. Numerous attempts were made to obtain add'l event and pt info. All attempts were unsuccessful.